Event description:
It was reported on 02/14/2023 by a sales representative via sems that an 5046-100 capturing rod, 5033-100 capturing rod, and 0468-100 t-handle broke during use. Case involvement, no patient effect. Nothing broke inside patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation confirmed based on the photo provided by the reporter. Visual inspection revealed the capturing rod nut was damaged. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.